Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the office assistant that the patient was brought back to the operating room for chest closure. Both the primary system controller and the backup system controller faulted with a reading of no flow.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.